Manufacturer narrative:
H3: one cadd legacy 1 pump was received in good physical condition with a scratched screen. The event history log was reviewed and there was no evidence log the reported issue. The moment the pump was powered up, it started double beeping. The downstream sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump double beeped for no cassette. No patient was involved in this event. No adverse effects were reported.